Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The unit also had a corroded battery spring. However, the unit passed functional testing, including the operating currents test, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, and no delivery test. No unexpected failed battery test alarms occurred. There was no moisture inside of the insulin pump. The device also had minor scratches on the display window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident was 140 mg/dl. Troubleshooting was initiated for the failed battery test and the customer confirmed that the battery cap contacts were damaged. Additionally, the spring inside of the battery compartment was corroded. The customer was advised to revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.